Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer also reported that she was hearing a humming noise from the insulin pump. The customer reported that she received an off no power alarm. The customer's blood glucose was 178 mg/dl at the time of incident. The customer stated that she has low blood glucose around 50 mg/dl and 56 mg/dl. The customer stated that the off no power alarm occurred without a low battery alert. The customer stated that the battery was not previously used. The customer stated that the insulin pump was not dropped or bumped. The customer declined to troubleshoot for the low blood glucose. The insulin pump will be returned for analysis.